Event description:
8 year old male with history of aortic stenosis at birth requiring inflow occlusion valvotomy. Underwent aortic root replacement using a 15mm homograft at 3 years of age. 5 years later, pt required an explant due to aortic stenosis. Operative report noted explanted tissue to be "quite calcified." Pt had ross procedure done for explant procedure.